Manufacturer narrative:
The customer states that they have had no further occurrences of the issue since the actions performed by the field service representative.

Event description:
The customer reported that they had questionable high results for an unspecified number of patient samples tested for ion selective electrode (ise) sodium. Of these samples, one sample had an erroneous ise sodium result that was reported outside of the laboratory. The customer provided data for only this one sample. The sample initially resulted as 152 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as "around 143 mmol/l." The customer was asked, but declined to provide any further information about the sample. The repeat result was believed to be correct and a corrected report was issued. The customer was asked, but did not know if the patient was adversely affected. No adverse events were alleged. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The customer changed the ise sodium electrode and performed a precision check, but after this, the customer stated that they continued to get high ise sodium results. The field service representative found that the detergent tube had hardened and the rinse tube on the detergent dispense probe was pinched. He replaced the detergent 1 tubing. He checked the rinse mechanism tubing and flow. He flushed the rinse mechanism. He ran quality controls and precision studies; all were within normal ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.